Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended. There were no reported patient consequences

Event description:
New information notes programming changes were made on (B)(6) 2024. There were no patient consequences.